Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a cardiac ablation procedure, an intellanav mifi oi catheter was selected for use. It was reported that the tubing connected to the handle was sheared and caused a leak with irrigation. A different catheter was used to complete the procedure. No patient complications were reported.

Event description:
During a cardiac ablation procedure, an intellanav mifi oi catheter was selected for use. It was reported that the tubing connected to the handle was sheared and caused a leak with irrigation. A different catheter was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual inspection revealed no visual defects. Functional tests were performed, and the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The device's lumen was leak tested using an isaac hd leak tester (pressure decay test system) and a touhy bourst seal for sealing the irrigation holes and mini electrodes. The lumen pressure decay was measured three times. The unit passed the test without problems. A flow test was performed, and the device was connected to a metriq pump and was purged at 60 ml/min. All six irrigation ports flowed freely. The pump was programmed to 30ml/min, and the device was irrigated for 5 minutes without any errors or pump messages. The reported event was not confirmed. Analysis of the returned product revealed that the unit showed no evidence or defects that could have contributed to the tubing set "damaged/defective" and "fluid leak" event.